Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that he switched to the backup infusion device after he experienced elevated blood glucose of 450-500 mg/dl for 2 weeks. No error messages were received on the primary infusion device. Patient did not experience any lifestyle changes. Patient delivered boluses to decrease blood glucose, but this was not successful. Blood glucose returned to normal after he changed to the backup infusion device 2 weeks prior to the report. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.